Event description:
It was reported that the patient was having symptoms as the right ventricular lead had loss of capture and increasing/high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the proximal conductor was fractured (overstress). It was also noted that all conductors were stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.